Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific transobturator tape device was implanted into the patient during a procedure performed on (B)(6) 2020 to treat urinary incontinence. According to the complainant, after the implantation, the patient experienced erosion of mesh through the vaginal mucosa. After a revision surgery on (B)(6) 2020, the patient experienced mesh erosion again in the same vaginal area. Subsequently, the patient was then referred for an operation performed on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.